Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained episodes with oversensing was seen with ventricular fibrillation. The oversensed signals appeared to be electromagnetic interference (emi). The patient received inappropriate anti tachycardia pacing therapy (atp) for the oversensing. The shocks were aborted and not delivered. The patient was brought into clinic for additional testing but the noise could not be reproduced and all parameters were stable. The patient was not symptomatic to any of the aborted shocks. No changes were made. The device was just being monitored. The patient had no complaints and was asymptomatic.